Event description:
It was reported that the customer did a bolus for his meal and a half hour later he ate ice cream and treated, but he ended with low blood glucose at night. Troubleshooting was performed. Reviewed the bolus history and bolus wizard. Advised the caller that the calculation was accurate based on settings. Then the caller stated that the insulin pump did deliver a bolus at the time on its own, and it was not reported before. The caller requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.